Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the rubber bands are breaking. The patient's condition was reported as fine.